Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three years following the implant of this transcatheter pulmonary bioprosthetic valve, the valve was removed and replaced with a second surgical valve for an unknown reason. No additional adverse patient effects were reported.